Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that pain in the hand and vasospasm in the artery occurred. Vascular access was obtained via right radial artery. The target lesion was located in the right coronary artery (rca). A 6f fr 3.5 runway guide catheter was used to cannulate the ostium in the rca. While in the middle of the procedure, the physician encountered trouble as the patient complained of pain in his hand and had developed vasospasm in the right radial artery. Furthermore, it was noticed that the runway guide catheter did not retain its shape due to some torqueability issues encountered during the procedure. No further patient complications were reported.